Manufacturer narrative:
Patient height reported as 5¿5¿. Additional description information obtained. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery that took place on an unknown date in (B)(6) 2006 was for a spiral fracture on right ring finger. The mris were done on her back, her brain, and another recent one on an unspecified part of the body done sometime in 2017.

Manufacturer narrative:
Device used for treatment, not diagnosis. Date of event: unknown. (B)(4). Original surgery, (2) two synthes screws implanted in her hand in (B)(6) 2006. Device not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4) used for: the reported event required medical/surgical intervention to preclude permanent damage to a body structure. The patient was experiencing pain and tingling at the site of the implants during a magnetic resonance imaging (MRI). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had two synthes screws implanted in her hand in (B)(6) 2006. The patient indicated that she experienced significant pain and tingling in the hand that she equated to feeling like there were ¿sparks¿ going off in her finger during a magnetic resonance imaging (MRI) on an unknown date. This happened in both a standard MRI (set at 1.5) and again in an open MRI (set at 0.3). Patient states that she experienced it again on a recent MRI on an unknown date in 2017. She saw a different orthopedic doctor who advised that he will remove the implants and replace with new ones. The devices are scheduled for removal, a revision is scheduled for an unknown date in (B)(6) 2017. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).